Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. Holes were created from the outside of the package. The complaint is confirmed. No definitive root cause could be determined however, it is likely that rough handling was applied to the device during inspection or transport. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.

Event description:
The distributor reported that part of the device packaging was damaged, resulting in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.